Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The investigation is in progress. All information reasonably known as of (B)(6) 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was returned for evaluation. The sample was received used and divided into two pieces. During inspection and examination, the breaking points of the catheter appeared jagged. The infusion segment was detached/separated from the entire catheter approximately about 5.5 inches long. The mid-segment portion did not exhibit to be stretched or having any indentations. The root cause could not be determined. All information reasonably known as of (B)(6) 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 02 may 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Fill volume: unknown, flow rate: unknown, procedure: c-section, cathplace: abdomen, infusion start time: unknown, infusion stop time: unknown. Patient's catheter was difficult to remove on (B)(6) 2019. Doctor's office advised the catheter may have been caught on internal sutures, so the catheter end was capped, pump was removed, and catheter taped down. On (B)(6) 2019, the patient returned to the doctor's office and had no signs or symptoms of infection. The catheter was redressed and left in for another week. On (B)(6) 2019, the patient "went back in and doctor pulled the catheter against resistance and the catheter broke. Surgeon feels that there is 2.5 inches left in the patient. Patient is scheduled to go back into the office for an ultrasound and to try to remove it if it's superficial enough." On (B)(6) 2019, patient underwent surgery to remove the remaining catheter.